Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and episodes of oversensing of atrial pacing. It was also noted the rv lead was "not perfectly connected" to the implantable cardioverter defibrillator (ICD). The rv lead and ICD connection was revised and the rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), atrial oversensing, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert was triggered. It was noted beginning 2015 (B)(6), there were 4196 ventricular sic and high rate non-sustained (ns) episodes with evidence of p-wave oversensing. During the week of 2015 (B)(6), the rv pacing impedance measured 1178 ohms, up from a trend in the 400-500 ohm range and the rv lead integrity warning occurred on 2015 (B)(6) for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days. Geo event description: it was reported that the ventricular lead had high impedance. The ventricular lead was sensing atrial pacing. A connection issue was suspected. The lead was reconnected successfully to the ICD.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).